Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer fell in a pool with the pump. Customer's blood glucose level was 117 mg/dl. Reportedly, the customer would obtain alternate insulin therapy and declined further follow up from tandem technical support.